Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was high resistance/impedance. High battery impendence resulted in eri (elective replacement indicator). Eri caused by high battery impedance noted on (B)(6) 2011 prior to explant. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that the patient was tired because the device reached recommended replacement time. The device was inactivated and replaced. No further patient complications have been reported as a result of this event.